Event description:
It has been reported to philips that the geometry movements were unavailable. The issue was found during clinical use. No harm has been reported to philips. A philips service engineer evaluated the log files and the system onsite. An active button was identified at start-up, as a result, the system disabled the motorized movements. Evaluation showed that the top key of control module was damaged, causing the active button at start up. The control module has been replaced and the system has been returned to use in good working order. Investigation is ongoing. A follow up will be submitted when further information is available.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in procedure when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movement cannot be operated. The fse replaced the control module. After replacement of the control module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.